Event description:
Two vents have "stopped" on pts and need investigation. The driver stopped and there were not any alarms noted the lights were also noted to be "out". They had a hard time restarting the vent and driver. No compromise to the pt, but the vent was exchanged with another 3100b. This vent failure was not similar nor right next to the other vent. It was reported that the driver on this vent stopped after running about 36 hours. No pt injury was reported. The rt said after it stopped they tried to repressurize it while on the pt and were unable to do so. They removed it from pt and plugged the circuit and were able to pressurize it and start the driver. They put it back on the pt and the driver failed again. It was removed from service.